Manufacturer narrative:
Alleged failure: middle of the case, the gas shut off. Unknown whether gas stopped flowing while still in active mode or if gas stopped flowing and deactivated the gas flow mode. They brought in a mobile tower with a different insufflator to finish the case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as the complaint could not be confirmed. However, there was an observance with the high pressure unit during the high pressure sensor check. Therefore, it is recommended to replace the high pressure unit. Additionally, the unit is past due for calibration and preventative maintenance. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of insufflation during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of insufflation during procedure.